Event description:
Caller states trhe they obtained a result of 706mg/dl on the device. Caller states that they were able to recall the result in the device memory. He rpeorts taking insulin based on the result, but no adverse event rpeorted. Requested return of suspect device and replacement was sent.